Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-04064. It was reported that the patient was unable to set their ipg to MRI mode. It was found that the patient had a fall a few months prior, after which impedances were found to be high. In turn, surgical intervention was undertaken on an unknown date wherein the system was explanted. Further information is currently unavailable.

Manufacturer narrative:
The reported observation of ¿high impedance, unable to set ipg to MRI mode¿ was confirmed as related to the returned lead segments from lead model 3228. Based on the reported information, the lead measured open on electrode #1. Resistance measurements of the returned lead segments found lead electrode #1 was open. The root cause of the open on electrode #1 based on the visual style of damage was determined to be due to repetitive motion to the lead.